Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that a power on reset had occurred and that therapy had stopped. The patient felt stimulation and was recharging the night prior to the report, and then when the manufacturer representative met with the patient on (B)(6) 2016, there was a power on reset message. The power on reset was successfully cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.